Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "early november". All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10 minutes" message while wearing the adc freestyle libre sensor. Customer was therefore unable to check glucose and experienced symptoms described as "shaking, sweating, almost fell away" and subsequently lost consciousness. Customer was treated with glucagon injection by the healthcare provider for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.